Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor did not release properly and lead to the suture being cut and half the anchor remained on the deployment handle. This lead to no suture, half the anchor being left in the bone.

Manufacturer narrative:
Correction to section d4: lot # and h4: manufacturing date.

Event description:
It was reported that the anchor did not release properly and lead to the suture being cut and half the anchor remained on the deployment handle. This lead to no suture, half the anchor being left in the bone.